Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the patient thinks they have knocked the stimulation out of whack. Caller confirmed the patient didn't think stimulation was the same anymore and sometimes the stimulation shocks the patient. When asked event date, caller said probably 2 months ago, confirmed end of last year. The patient was redirected to their healthcare provider to further address the issue. Caller said patient had a doctor appointment scheduled already for a couple weeks out and asked if a manufacturer representative (rep) could be there. Agent reviewed role of representative and provided national answering service (nas) number for healthcare provider office to call.